Event description:
The account reported that during a polypectomy in the cecum, pt's colon wall was perforated. The electrosurgical unit (esu) was in endocut. No surgical intervention was required and the pt is okay.